Event description:
It was reported that the patient had a missed refill, a pump alarm occurred and the patient was hospitalized. The patient started hearing a single tone alarm on (B)(6) 2012, and started to have increased pain thereafter. Three days later the patient felt withdrawal symptoms; feeling 'real antsy', racing heart, and 'she hurts a whole lot'. At that time, the patient's pump management healthcare provider (hcp) was out of the country. It was later reported on (B)(6) 2012 the patient started to hear what they thought to be a critical alarm following a visit to the hospital. The hospital indicated they were unable to 'do anything with the pump'. The patient was given oral medications at that time to manage symptoms and additionally fast heart rate and anxiety. The patient continued to have a decrease in therapeutic effect with ;acute pain everywhere', and felt as if they were getting less and less medication. It was later reported that the patient had incorrectly interpreted the refill date and missed the refill. The patient was hospitalized on (B)(6) 2012 due to a missed refill and empty pump. The patient also reported 'smelling an odor that she could not identify'. While the pump was empty the patient was managed with oral and patch medications. The pump was partially filled by a different hcp in the hospital until the managing physician was able to 'increase/boost' medication to what it should be at the follow up appointment. Conflicting dates were reported of (B)(6) 2012 for the initial hcp visit and then (B)(6) 2012 for the visit with the pump management hcp, so it was unclear the exact dates of hcp visits following the hospitalization. Following the hospitalization the patient reported that their concerns were resolved. The medications in the pump were dilaudid and ropivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).